Manufacturer narrative:
The left motor/gearbox was returned for evaluation, however subsequent testing could not verify the complaint. The motor was tested with a tachometer and exceeded 165 rpms. However, it was unable to be tested under load. The underlying cause of the complaint issue could not be determined. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised chair is veering to the left.